Event description:
Information was received indicating that a smiths medical cadd-solis vip pump failed volume testing. There were no adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition but had a damaged lens. No evidence of reported problem in event log was found. During the evaluation of the device analysts were unable to duplicate the reported issue. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.